Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient contacted animas and alleged a blood glucose reading of 252 mg/dl with symptoms of fruity breath, frequent urination, and increased thirst. The patient remained on the pump and did not receive any treatment above and beyond usual diabetes management. At the same time, the patient reported a cracked battery compartment with an intermittent power issue. There was allegedly damage to the battery cap and the cap could not be fully tightened to the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia in response to use of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 19-nov-2018 device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2018 with the following findings: the pump's black box verified that there was a replace battery warning. The battery compartment was cracked and the battery cap had stripped threads. The power loss was duplicated with the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.